Event description:
It was reported that the programmer would not boot up, that it got "stuck" on the medtronic logo. The programmer was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. Programmer would not boot up. Stylus is missing.